Manufacturer narrative:
Concomitant medical products: evproplus-23us transcatheter valve implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed oversensing on the right ventricular (rv) and right atrial (ra) leads. The leads remain in use. No patient complications have been reported as a result of this event.